Event description:
It was reported that approximately three months after implant, the patient began having withdrawal symptoms such as diarrhea and a bad smell/taste. The symptoms would come and go, so the physician did not initially suspect a pump issue. Testing was performed, and everything was normal; there was no morphine in the pocket and MRI was normal. In 2009, a volume discrepancy was noted with 8cc actual reservoir volume and a 3.3cc expected. Three months later, a volume discrepancy was again noted (same volumes). As a result of the recurrent volume discrepancy both the pump and catheter were replaced. Following replacement, the patient was doing fine and was without withdrawal symptoms.

Manufacturer narrative:
Bad taste/smell. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.